Event description:
A (B)(6) advia centaur (B)(6) result was obtained on a patient sample. The patient was tested again at the hospital after getting sick. The result was (B)(6). The patient was tested again at another laboratory and the result was (B)(6). On (B)(6), the laboratory bionalises obtained a new draw that was tested on the advia centaur. The result was (B)(6). The initial sample that was (B)(6) was not available for repeat testing. The patient questioned the (B)(6) result. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) result is unknown. There is no sample available for further investigation. A siemens technical application specialist (tas) reviewed the quality control (qc) and calibration from (B)(6) and (B)(6). No problems were found. The instrument maintenance was up to date. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur (B)(6) 1/o/2 enhanced assay is limited to the detection of antibodies to (B)(6) and/or (B)(6) in human serum or plasma (edta, lithium or sodium heparinized). It is recognized that currently available assays for the detection of antibodies to (B)(6) and/or (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." The advia centaur (B)(6) catalog number for this product is an ous version therefore an UDI number is not applicable.